Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure due to femoral loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown liner. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event, please see associated reports: 0001822565-2017-03021, 0001822565-2017-03022 and 0001822565-2017-03023.

Event description:
It was reported that a patient is being considered for a revision on an unknown day for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.